Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room (ER). Patient claimed to be shocked but review of transmission revealed no shocks or any anomalies. Interrogation showed that the implantable cardioverter defibrillator (ICD) exhibited p-wave over-sensing. Reprogramming was performed. The patient is stable before, during and after the intervention.